Manufacturer narrative:
Additional b5 narrative: the target lesion was a shunt vein and not a chronic total occlusion (cto). The access site was the ¿arm vein.¿ there was no difficulty removing the complaint balloon from the forming tube. No kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was nominal. The balloon catheter did not kink while being used. The balloon catheter was easily removed. Additional patient and procedural details were requested but were unknown. As reported, a 5mm x 15 cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure during a vascular access intervention therapy (vaivt) case. It was replaced with another balloon catheter and the procedure continued. There was no reported patient injury. The target lesion was a shunt vein and not a chronic total occlusion (cto). The access site was the ¿arm vein.¿ there was no difficulty removing the complaint balloon from the forming tube. No kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was nominal. The balloon catheter did not kink while being used. The balloon catheter was easily removed. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191530 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with stenosis may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the lesion or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the saber device in this report is not sold in the u.s. But is similar to other cordis pta catheters that are sold in the u.s.

Event description:
A 5mm x 15 cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within nominal pressure during a vascular access intervention therapy (vaivt) case. It was replaced with another balloon catheter and the procedure continued. There was no reported patient injury. The device was discarded by the hospital.